Event description:
Pt had recent reimplantation of the automatic implantable cardiac defibrillator in 2009, when it was moved from left to right side after pt developed swelling and hematoma following exercise. Pt experienced pericardial effusion requiring admission and procedure to repair lead placement.